Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt fatigued and received a notification from their watch about slow heart rate. It was further re ported that the right atrial (ra) lead exhibited under-sensing causing false termination of ongoing arrhythmia episode. It was reported that the right ventricular (rv) lead exhibited low r waves. The ra and rv lead remain in use. No further patient complications have been reported as a result of this event.